Event description:
The following has been reported: biomed reported: "a unit to be sent out for repair. No patient harm was involved. Pump problem alert appears after a few minutes of running an infusion cycle and does not disappear a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Log files indicate mechanical hardware failure (av sticky valve). Attempted a mock infusion and received consistent cassette misloaded errors. Investigation found the output pin is exhibiting excessive drag. Removed fva assembly and fva pins have debris especially on the output pin. Cleaned fva pins and channels. Reassembled fva assembly. The fva lip seals will be removed and replaced during the repair process before being sent to the test line for full functional testing.